Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery simplified universal nail (sun) system: the nail 271 936: surgeon impacted and felt the insertion resistance. Surgeon stopped impacting and discovers deformed nail in the proximal part with reduction of the fracture lost. The nail 272.036 is inserted but falls far too short for the fracture. The insertion handle is deformed because the specialist had impacted on the arc. There was prolongation of surgery; 45 minutes. This report is on the deformed nail. This is 3 of 3 reports for complaint (B)(4).